Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receiving additional information of the reported event, it was determined that this event should not have been reported on as it is a duplicate. The event was reported under 0001825034-2024-01894. If any further information is found which would change or alter any conclusion or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery on an unknown day for an unknown reason. Multiple attempts have been made to obtain additional information. There has been no additional information received at this time.